Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly. The customer stated that the clock does not keep time. The customer blood glucose level was unknown. The customer stated that insulin pump had multiple issues rainbow effect on the screen, battery last 3 days, no delivery alarm, insulin pump lost setting. The device will not be returned for analysis.